Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator, and the chronic leads were explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.